Manufacturer narrative:
Section d4, h4: additional information. A specific cause for the report of ventricular tachycardia could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas could not be conclusively established. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient had palpitations, severe fatigue and reportedly was found to have ventricular tachycardia. Interrogation (electrocardiogram) revealed short runs of non-sustained ventricular tachycardia. Patient was given amiodarone bolus and her core was increased from 12.5 twice daily to 25mg twice daily. Patient was discharged. No further information was provided.